Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient's lead had extruded from the generator incision site after the patient had recently had generator replacement surgery due to extrusion and infection (reported in MFR. Report #1644487-2016-01827). This event is a continuation of the existing extrusion/infection. The patient had a small frame and did not have much skin to fully close after the previous generator had been implanted, which caused the first generator to extrude. The generator was then replaced with a smaller model. However, the patient's existing lead then extruded from the patient's generator incision. Culture results were negative, but the physician believed that an infection was present at the generator site. The generator incision never completely healed, and the physician believed that the infection was the cause of the extrusions. The patient had surgery on (B)(6) 2016 to re-insert the lead under the skin for the extrusion and to replace the generator prophylactically. Debridement and irrigation was also performed due to the infection/extrusion. The device history records were reviewed, and the lead and second generator were both sterilized prior to distribution. No further relevant information has been received to date.